Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Subsequently, the customer was taken to the emergency room and admitted to the hospital due to an elevated blood glucose level over 600 mg/dl and life threatening high ketone levels. The customer was treated with intravenous insulin and saline. Customer loaded a new cartridge to resolve the issue. Additional information was not provided. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.